Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was selected for treatment of a lesion in the proximal to mid left anterior descending artery (lad), which was severely calcified. The distal portion of the lesion was treated on low speed with distal-to-proximal approach. During treatment, the crown jumped. Three treatments were then delivered on low speed with distal-to-proximal technique. Four additional treatments were delivered at high speed. A perforation was identified when imaging was performed. A perfusion balloon was inflated for three minutes. There was mild blood retention in the pericardium, and a pericardiocentesis was performed. A covered stent was placed as a precaution, and the patient was transferred to the ICU with percutaneous cardiopulmonary support and intra-aortic balloon pump. The patient expired the following day. Additional information was provided which indicates the patient suffered acute stent thrombosis within a covered stent. This thrombosis and poor renal function contributed to the patient's death. The physician reviewed the films following the procedure and determined that the perforation may have been caused by wire bias. The opinion of the physician is that the issue occurred because treatment was delivered proximal-to-distal, whereas a distal-to-proximal treatment may not have resulted in the same outcome.